Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was replaced on (B)(6) 2011 due to a loss of therapeutic effect. The pump was returned to the MFR and was rec'd on (B)(6) 2011. No pt injury was reported. The pt recovered w/o sequelae. The drug in the pump at the time of the event was morphine.